Event description:
It was reported that a one-link needlefree catheter extension set was leaking. The customer stated that the set separated at the solvent bond between the tubing and luer lock collar. This occurred while infusing normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and evaluated for the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pull testing passed successfully at all solvent bond points. Functional testing simulating use was performed with a leak observed around the tubing and male luer inlet port. Further microscopic inspection revealed that the tubing bond had pulled from the luer inlet port and opened a channel leak. Therefore, the reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.